Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The customer pictures were reviewed. The pictures show the balloon baseline dropped below zero which is consistent to the helium leak. According to the field service management database (fsm), no service updates have been received. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible helium loss 3 alarms" is confirmed based on the pictures provided in the complaint. The pictures show the balloon baseline dropped below zero which is consistent to the helium leak. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium leak. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "shortly after insertion, they began getting possible helium loss 3 alarms. The alarms were occurring aboutevery 3 minutes.". To continue therapy, another iab pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "shortly after insertion, they began getting possible helium loss 3 alarms. The alarms were occurring about every 3 minutes.". To continue therapy, another iab pump console was used. No patient injury or consequence reported. The patient's current condition is reported as "fine".